Event description:
The report received indicated that during deployment, stent, jumped over the lesion and was place inaccurately. A percutaneous transluminal angioplasty to the common iliac artery was being performed. Brachial access was achieved. There was mild vessel tortuosity and calcification with 90% stenosis present. The product was prepped and use following the instructions for use (IFU). A 0.035-inch redifocus guidewire was inserted across the lesion via a sheath introducer. The stent delivery system (sds) was advanced towards the lesion over the guidewire. During stent deployment, the stent, jumped over the lesion distally resulting inaccurate placement. Accordingly another smart control stent was use to complete lesion coverage and procedure was completed successfully. There was no adverse consequence to the pt. This product will not be return for evaluation and testing. Additional info will be sent within 30 days receipt.